Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was loose at the connection point to the pump and leaked insulin as a result. The following information was provided by the initial reporter: we had a set of IV tubing that was leaking at the connection point where the tubing fits into the alaris pump. Were there any adverse events due to the reported issue? No. Pt was on an IV insulin drip. Rn noticed IV tubing was leaking at the softer area where tubing gets placed in alaris pump channel. It is unclear whether correct dosage of insulin was being administered to patient during the timeframe between last insulin adjustment at 1511 until leak was discovered at 1550. Tubing and insulin bag changed, and no adverse effects noted in pt.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing was loose at the connection point to the pump and leaked insulin as a result. The following information was provided by the initial reporter: "we had a set of IV tubing that was leaking at the connection point where the tubing fits into the alaris pump. Were there any adverse events due to the reported issue? No. Pt was on an IV insulin drip. Rn noticed IV tubing was leaking at the softer area where tubing gets placed in alaris pump channel. It is unclear whether correct dosage of insulin was being administered to patient during the timeframe between last insulin adjustment at 1511 until leak was discovered at 1550. Tubing and insulin bag changed, and no adverse effects noted in pt."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 17-apr-2023 . H6: investigation summary: one sample of material number 2420-0007 was received for quality investigation. The customer complaint of loose component - leakage was not verified by inspection, however, upon inspection a hole in the silicone tubing. Evaluation of the infusion set examined if the components were securely joined at each union site between the tubing and all components. All of the tubing to component joint locations were secure. The infusion set was then primed to determine if any leakage was seen throughout the set. A small pinhole leak was found on the silicone tubing at the union with the upper pumping segment fitting. A device history record review for model 2426-0007 lot number 22075909 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27juil2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22075045 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22075932 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is attributed to loading of the infusion set. If the upper pumping segment is not inserted at the upper pumping segment fitting first, this can create misloading issues and alignment issues. Once the door of the alaris pump is closed the misloading and alignment issues can create tears in the pumping segment, as seen in the sample submitted. The root cause for the failure is attributed to loading of the infusion set. Based on the description of events, the leakage was not noticed during the priming of the infusion set. The leakage was only noticed after the infusion set was placed inside the pump and the infusion had been started. If the upper pumping segment is not inserted at the upper pumping segment fitting first, this can create misloading issues and alignment issues.